Event description:
Discordant advia chemistry 1800 creatinine kinase (cknac) results were obtained on two patient samples. The results were questioned by the nurse, so the laboratory repeated the samples on the same system with higher results. There are no known reports of adverse health consequences due to the discordant cknac results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument. After analysis of the instrument, the fse replaced the reagent pipettor probe 1 (rpp1) transfer mechanism and checked alignments. The instrument is performing within specifications. No further evaluation of the device is needed.